Manufacturer narrative:
The complainant was unaware that adjustments could be made to intensity using the device's potentiometers. Natus technical service provided instructions on how to adjust the potentiometers. Once instructed, the complainant reported that intensity could be brought within specifications.

Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. This investigation is ongoing.

Event description:
The customer reported to natus about their neoblue 3 (pn # 001103, serial # (B)(4) installed on (B)(6) 2009) led light intensity was low when measured with the natus nb radiometer. Natus technical service confirmed that there was no death/serious injury, delay in treatment, or environmental/safety concerns.